Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-06. H6: investigation summary: when we checked the returned product (photo 1), as requested, we found peeling of welding and welding marks on the top lid of the IV tube (photo 2). This product has undergone 100% airtightness confirmation inspection (* 1) and sampling inspection (* 2) at the time of manufacture, but no abnormalities were found. In addition, the investigator repeatedly performed a strong pumping operation on the stored sample of our company, but the welded part did not peel off. Based on the above, it was judged that the product passed the airtightness confirmation inspection and met the inspection standard values, but it was caused by the variation in welding strength. In addition, it was determined that this variation in welding strength was caused by a slight deviation in the positioning of the jig used for the bonding device. 1 100% airtightness confirmation inspection: pressurization of 100 kpa after welding of the upper lid. (Reference) pressurization according to the jis standard is 50 kpa 2 sampling inspection: 5 pieces are sampled every hour, and the airtightness is confirmed after mechanically crushing the drip tube (pumping operation) 100 times. No anomaly found on DHR. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ IV line leaked. The following information was provided by the initial reporter: the customer reported about leakage of anticancer drugs from the lid of the drip chamber on the IV line drugs used are abraxane and gemcitabine.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV line leaked. The following information was provided by the initial reporter: the customer reported about leakage of anticancer drugs from the lid of the drip chamber on the IV line drugs used are abraxane and gemcitabine.